Manufacturer narrative:
Concomitant medical products: c4tr01, crt-p, implanted: (B)(6) 2015. 5038-58, lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with recurring syncope at one in the morning. It was noted that the patient syncopated fall produced small injuries to the face. It was noted that the right ventricular (rv) lead and left ventricular (lv) lead had loss of capture at programmed outputs. It was also noted that the patient was having asystole due to failure of delivered lv pacing during the device test that monitors the pacing amplitude threshold and adjusted atrial output. Patient is very symptomatic to threshold testing and have been refusing threshold testing during routine interrogations. It was noted that the capture management feature for both the rv lead and lv lead have been turned off. Patient was given magnesium and the rv lead was capped and replaced. The lv lead remain in use. No further patient complications have been reported as a result of this event.